Event description:
Customer reported the images were blurry and did not seem to penetrate far enough. No patient injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.